Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed at the bottom of the bag seam. The event occurred during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufactured between september 04, 2020 to september 05, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a leak. Functional leak testing was performed, and it was noted that there was a slow leak from the right side of the fill port tubing weld area of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.